Event description:
Customer reports that while on pt, loud noise coming from side of unit. No pt incident reported. Staff removed pt from ventilator without incident; and placed on back-up ventilator. No pt injury reported.